Event description:
Frequent noise observed on rv ead, per physician suspected fracture. Over sensing o noise caused 17 inappropriate shocks to be delivered. 604771167 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).